Event description:
It was reported that iab was inserted in 2005. During the weekend, the patient became agitated and was thrashing about. The patient was restrained and intubated. Shortly afterward, the iabp began to experience helium loss alarms and a drop in baseline. Troublshooting began. The connections were checked and the helium tubing was checked for blood. The alarms could not be resolved so the iab was removed in 2005. A re-insertion was not necessary. There were no patient complications.

Event description:
It was reported that iab was inserted on 4/2005. During the weekend, he pt became agitated and was thrashing about. The pt was restrained and intubated. Shortly afterward, the iabp began to experience helium loss alarms and a drop in the baseline. Troubleshooting began. The connections were checked and the helium tubing was checked for blood. The alarms could not be resolved so the iab was removed in three days. A re-insertion was not necessary. There were no pt complications.